Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. No patient harm was reported. Verified reported complaint that the foreign object in the device. The device failed to meet specification as it was received or made available for evaluation. The investigation of observed condition isolated the failure to the presence of foreign object. The DHR review shows the product was released to specification. No new formal investigation is required, the event will be included in trending and monitoring. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, something like hair was found in the unopened product. There was no patient involvement.